Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the display screen did not look normal, it was a bad liquid crystal display and the bezel shield was broken, both were replaced, and the stylus calibrated to the touch screen. It was further noted that the electrocardiogram connector on the link electronic module (lem) board was loose and the lem board was replaced and recalibrated and the hard drive reconfigured and the software reloaded and updated, that the power supply and system fan were noisy and both were replaced and that the left keyboard hinge was broken and it was also replaced. (B)(4).

Event description:
It was reported that the programmer originally returned because it had been dropped subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.